Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced error 317 and replaced the auxiliary video board (avp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues related to the reported failure. In system logs, errors 40068 and 310 were found, confirming the fault occurred in the field. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system was programed and started up without any error; onsite connection was present and data was uploaded. Fa ran 20 power cycles with this board, and all passed. The avp remained on the test system in normal operation for hours and performed without any errors. The complaint was confirmed based on failure analysis. Even though a probable cannot be determined, error 40068 and 310 points to "a non-critical node is not present" likely caused by an electrical component problem.

Event description:
It was identified during a training/demo session that there was a repeated recoverable fault on start up and non-recoverable fault when system shutdown. The issue could not be resolved after power cycling the system. There was no patient involvement.